Event description:
It was always possible to aspirate the sheath without air bubbles, but most of the saline fluid from the flushing system came out of the hemostatic valve. No adverse event occurred.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The visual inspection showed that the shaft was intact with no apparent issues. The reported leak has been reproduced when a catheter was introduced through the sheath. Dissection showed that the hemostatic valve was leaking, the valve was teared. A field action was initiated in (B)(4) 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.